Event description:
I received a procedure called a femilift at (B)(6). During the procedure I felt a sharp burning sensation during the procedure. I paid for 3 of these treatments, but only did my first one. After the first visit, covid shut the clinic down. The procedure left me with scar tissue that causes a lot of pain now with intercourse. I was not able to return to the clinic as I left the area sometime after. The clinic called me in 2023 and I informed them I would not be returning for any more treatments. Initially when I researched the procedure there were no adverse comments or complaints. I feel women should know the negative side effects before deciding to have the procedure.